Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the core universal driver was operating in the wrong mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the core universal driver was operating in the wrong mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the potted trigger assembly was found to be corroded. The device was repaired and returned to the user facility.